Event description:
The patient contacted animas on (B)(6) 2012, stating that the keypad buttons were intermittently unresponsive. The patient noted that the keypad felt loose and was unable to confirm whether this occurred before the tactile changes. The patient denied any evidence of moisture in the pump. The patient reportedly did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/17/2013 with the following findings: during a visual examination of the pump, the keypad cover was observed to be torn over the ok and up arrow keypad buttons, exposing the key contacts. During testing, all of the keypad buttons were intermittently unresponsive and required multiple presses to engage. The up arrow and ok keypad buttons required increased force to engage as well. The keypad cover was removed and contamination was found under all key contacts. The up arrow and ok key contacts were also observed to be inverted. Unrelated to the complaint, a crack was observed along the pump battery compartment. Additionally, the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.